Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings on the posterior side, and a fold crease. A leak test and microscopic analysis were performed which identified two sharp openings on the posterior side and non-penetrating nicks. A dimension measurement in the shell was performed which identified the shell thickness within the specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is two sharp openings due to an unidentified tear opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.